Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 180 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with flex fatigue damage. Analysis concluded that the clinical observations of high out of range impedance measurements were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular lead was successfully explanted due to experiencing fracture and exhibiting high out of range impedance. Another lead was implanted instead. No further adverse effects were reported.